Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel / tin') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urticaria ("hives"), rash ("nasty rash") and skin haemorrhage ("going on week 7 of bleeing from the day of my procedure"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the allergy to metals, urticaria, rash and skin haemorrhage outcome was unknown. The reporter considered allergy to metals, rash, skin haemorrhage and urticaria to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : allergy to metals, rash, urticarial and skin bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel / tin') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), urticaria ("hives"), rash ("nasty rash") and skin haemorrhage ("going on week 7 of bleeding from the day of my procedure"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the allergy to metals, urticaria, rash and skin haemorrhage outcome was unknown. The reporter considered allergy to metals, rash, skin haemorrhage and urticaria to be related to essure. Concerning the injuries reported in this case, the following were reported from social media: allergy to metals, rash, urticarial and skin bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media information received- essure removal details were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.